Event description:
It was reported that during the implant procedure, the helix of the lead would not extend smoothly, but "jumped out". Also reported was high impedance. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Visual and mechanical inspection found the helix would not function because it is stretched. Torque does not transfer when the is-1 pin is rotated. Electrical testing determined that continuity of the conductors was complete.